Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a transtelephonic monitoring magnet rate of 67.4 pulses per minute (ppm). Magnet rate was 90.6 ppm in 2008. A month prior, when the patient was last seen in clinic, the estimated remaining longevity was approximately 0.5 years. The device was suspected to be in backup vvi mode. Further testing would be done.